Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Event investigation will be done and an update will be sent.

Manufacturer narrative:
Investigation conclusion summary: as a result of the investigation, it was identified the following: -the implant was explanted due to the dentist's perception on predicting the risk of the implant failure. - no manufacturing or material defects were identified with the returned implant. Based on the available evidence, no further action is required. Type of investigation code: added 10 and 3331. Investigation findings: removed 3233 and added 213.